Event description:
It was reported by the physician an angio-seal was used to seal the arteriotomy site post percutneous procedure 2 or 3 days ago. The pt returned to the doctor's office with a pink, blanching rash. The pt stated no known allergies, however the physician stated the reaction looked like a drug reaction. The pt was placed on steroids and will be followed closely. The physician calling was not the deploying physician.